Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they feel as though their insulin pump is not working right and that it will not give a bolus like it is supposed to. They said that their blood glucose was 400 mg/dl. The customer said that they tried to deliver a bolus and that the pump would try to deliver one but then stop and would not drip. They said that they would call back when they had a battery for they pump. Troubleshooting for the high blood glucose was offered but the customer declined. They treated with a pen and could not remember how much they treated with. The customer was using their old pump and stated that they haven't had the new pump on for quite some time now. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Updated the case severity.